Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. An (as-received) simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. The cycler underwent and passed a system air leak test, valve actuation test, load cell verification test, and patient sensor calibration check. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. The cycler tested positive for glucose. An internal visual inspection identified evidence of dried fluid within the recess of the bottom cover adjacent to the pump. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device history record did not reveal any issues or problems related to the reported symptom codes. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on their liberty select cycler during drain 1 of 5 of their pd treatment. The patient also reported that the ¿air detected in cassette¿ alarm had sounded four times and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak was determined to be coming from inside the cassette door. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). Alternate treatment option was available. A new cycler was issued to the patient. The old cycler is available for return. Additional information has been requested.